Event description:
It was reported to boston scientific corporation that a mantis clip device was used for bleeding during an unknown procedure performed on (B)(6) 2026. During the procedure, it was observed that the handle spring broke. The clip struggled to release. The clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.